Event description:
A surgeon reported that one day following intraocular lens (iol) implant surgery, a patient developed toxic anterior segment syndrome (tass) and corneal edema. The patient was treated with medications and recovered. The surgeon reported he believes the patients tass symptoms may be due to his immunological condition and not the iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. There have been no other complaints reported in this lot number. Additional information was requested 06/07/2007 and 06/08/2007 by phone, mail and fax. Additional information was provided 06/08/07 by phone. A completed questionnaire has not been returned.